Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc). The therapy step during which this occurred, as well as whether the hp was connected at the time of the alarm, is unknown. There was nothing unusual noted with the supplies. The technical service representative (tsr) explained the alarm and its possible causes to the reporter. The reporter stated that the hp was later able to continue therapy as normal, using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.